Manufacturer narrative:
The insulin pump was received with no button response due to keypad connector unlocked. No scrolling numbers display anomaly noted. Failure analysis was unable to verify no delivery alarm due to button keypad anomaly. The insulin pump had minor scratched display window.

Event description:
The customer reported via phone call that they received multiple no delivery alarms. Customer stated they have changed out the infusion set and reservoir, but the alarm persisted. The customer's blood glucose was 312 mg/dl. Troubleshooting found insulin was unable to exit during a fixed prime. It was also found the numbers on the insulin pump continued to ramp up during priming. The customer was advised the insulin pump will be replaced. The customer agreed to return the insulin pump for analysis.